Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing over. A technical support specialist (tss) dialed into the server, and the downtime query did not show a disconnected flag. Upon checking, the patient in the es server was already discharged. The tss spoke with the customer and informed the patient's status. Customer agreed to contact the admissions team to send a cancel discharge message. If that approach does not work, someone with the appropriate permissions in the es server will need to perform a reverse discharge. The tss later called back the customer, who confirmed that they were able to get the patient back to admitted status. Verification in the es server showed that the discharge date had been cleared, and the patient was successfully admitted. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, patients were not crossing over. User mentioned that on server side, the patient list was not visible. Customer attempted to add temporary patients, but the issue persisted and they still did not cross over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.